Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 400mg/dl and 200mg/dl. Customer declined to troubleshoot calibration not accepted, change sensor and threshold suspend alarm. The device will not be returned for analysis.